Event description:
This container was used for blood collection, for the purpose of autotransfusion, during cardiac surgery. The bag, filled with approximately 600 ml of the pt's blood, was hanging from an i.v. Pole. The anesthesiologist squeezed the bag with side seal splitting, and the blood sprayed onto the surgeon, two assistants, and the sterile surgical field. The procedure had to be stopped for clean up.